Manufacturer narrative:
Upon receipt, visual inspection noted the helix was fully retracted, with dried blood in the helix mechanism and up through the lumen of the lead. Laboratory technicians attempted to insert a stylet into the lead, but the stylet would not move passed the terminal pin. An x-ray of the terminal pin area revealed the cathode conductor coil was twisted. This was likely caused by over-torquing on the helix mechanism during the repositioning attempts. Laboratory technicians also tested the helix mechanism and found it was nonfunctional, due to the blood infiltration into the helix housing. Resistance and pressure tests were then completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis determined the insertion issue with the guidewire was due to the twisted cathode conductor at the terminal pin.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead dislodged. A revision procedure was done. After a few attempts to place the lead in different positions that resulted in unsatisfactory measurements, it was no longer possible to put the guidewire down the lead. A new lead was successfully implanted. This lead will be returned to boston scientific. No adverse patient effects were reported.